Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the thumb ring of the handle broke while attempting to crush a stone. By manipulating what was left of the handle, the stone was removed from the basket and the basket was removed from the patient. The procedure was completed with another trapezoid rx basket. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter phone:(B)(6).(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.